Manufacturer narrative:
(B)(4).

Event description:
Patient was implanted with two drg leads from the same lot. It was reported that the patient was experiencing pain in upper left area following surgery. X-rays were taken confirming lead migration. Patient was given medrol dose pack to relieve symptoms. Both drg leads were removed and replaced with the same model. Stimulation was resorted with effective coverage achieved for patient.